Manufacturer narrative:
Microscopic examination of the broken screw head showed that the fracture occurred at the transition of the locking threads to the smooth shaft of the peg. The fracture appears to be due to bending, but no evidence of fatigue was found. This fracture likely occurred in one maximum stress event and was not due to fatigue.

Event description:
An aculoc 2 plate was implanted two years ago. During routine removal of the plate, it was discovered that one of the screws was broken. Explanation of the screw was attempted but the body of the screw could not be removed and was left in the patient.